Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being used on a male patient for a right side acl repair. The catheter was placed without incident and used for the procedure. The patient was receiving 15cc's of .025% bupivicaine with epinephrine. The patient was discharged and sent home where he noticed the catheter leaking. He returned to the hospital where the anesthesiologist noticed a "sort of knick" in the catheter at the proximal end. The physician then cut the piece of catheter where the leakage was occurring (far away from the patient), thereby getting rid of the area that was causing the leak,so the catheter was still able to be used and administer medication without leakage. The patient returned home and his pain was well controlled. There was no delay in treatment, no patient death and no patient complications were reported.